Manufacturer narrative:
The device was returned for analysis. Investigation found fractures on the proximal end of the lead, exposing the conductor wires; however, x-rays confirmed the conductor wires were not broken. Investigation also found two electrodes were flattened. The root cause is likely due to not properly inserting the lead into the lead port, resulting in improper connection, and the setscrew engaging on the lead. The manufacturing records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that during a revision, there were high impedances after the leads were reconnected to the ipg. The lead was replaced and the procedure completed with no reports of further complications and there were no injuries to the patient. There were no reports of damage to the lead and the lead was returned for investigation.